Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. Additionally, during the evaluation of the device at the manufacturer's service center, the silver frame around the power button was missing. The device's vanity cover assembly was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. The device was cleaned and tested. The device passed all final testing.